Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -10.0/+2.5/092 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).